Event description:
The report received from the affiliate indicated that the patient had a cypher select + implanted in the mid right coronary artery due to 99% stenosis. It was reported that there was also 30% stenosis in the mid left anterior descending and 40% stenosis in the mid left circumflex. Post timi flow was iii. Three years later, CT check revealed a stent fracture. The patient underwent two unknown stents placement to cover the fracture site. Additional information surrounding the event is unknown to date.

Manufacturer narrative:
The complaint received states that this patient suffered stent fracture and restenosis approximately 3 years post cypher stent implantation. The report received from the affiliate indicated that the patient had a cypher select + implanted in the mid right coronary artery due to 99% stenosis. It was reported that there was also 30% stenosis in the mid left anterior descending and 40% stenosis in the mid left circumflex. Post timi flow was iii. 3 years later, CT check revealed a stent fracture. The patient underwent placement of two unknown stents to cover the fracture site. Additional information received through the qualrap indicated that the cypher stent that fractured was separated completely in 2 pieces. The middle of the cypher stent was discontinuous and was 90% restenosis. A lepu 3.5*15mm stent was implanted to treat the rca lesion. The residual stenosis was 10%. Middle-lcx was 99% stenosis, which had not previously been treated with a cordis device. A lepu 3*18mm stent was implanted to treat the lcx lesion. The complaint cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14136821 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. The cypher stent was implanted to treat instent stenosis of a previously placed stent. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the limited information does not allow for an exact determination of contributing factors.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.